Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The second e801 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on two cobas e 801 modules. The initial troponin result was 39.5 pg/ml. The sample was auto-repeated and the result was 34.0 pg/ml. The sample was repeated a second time and the result was 30.3 pg/ml. The sample was re-centrifuged and repeated again on another e801 module. The sample was run three times and the results were 5.01 pg/ml, 16.9 pg/ml, and 65.9 pg/ml. The result of 5.0 pg/ml was deemed correct.